Manufacturer narrative:
(B)(6). (B)(4). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during an acl procedure, the device presented repeated blockages in the lumen. The procedure was completed with a competitor's device. No patient injury or complications were reported.

Manufacturer narrative:
A visual evaluation was performed on the device and no damage was observed. Complaint of blockage could not be reproduced, valve assembly and spigot performed as designed. During functional testing the mdu did fail with a hand piece blade stall error as well as overheating. The root cause for the customer¿s alleged complaint could not be confirmed. A review of the device history record was performed which confirmed no inconsistencies. UDI# (B)(4).